Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. The thresholds continued to increase until there was loss of capture. The lv lead is also plugged into the right atrium port of the device which is considered off label use. The lv lead was reprogrammed, but a revision was scheduled. However, during the revision procedure, a new lv lead was not successfully placed. This lv lead remains in service, but is connected to a new device. No additional adverse patient effects were reported.